Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Information received from a patient reported that they were having problems with their implantable neurostimulator (ins), as it had only worked 35% since being implanted on (B)(6) 2010. It was also reported that the patient's leads were in two loops and they were causing extreme discomfort on both sides. X-rays confirmed that the leads were in loops and the patient stated that they were so uncomfortable they didn't know what to do. The patient stated that the issue got better but when increasing stimulation; they would get contractions in other areas of the body. The patient stated that they knew the ins was working because if the battery were to wearout or turn off, they would be extremely uncomfortable. It was noted that the patient's settings were at a very low level and as soon as it would be turned up, it would come around their side to their abdomen jerking to one side and legs start going. No further information was provided regarding the outcome of this event. Indication for use is post lumbar laminectomy syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient didn¿t live within their territory any longer, and they had moved. It was stated that the patient hadn¿t been a patient of doctor (B)(6) in over 4 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their implantable neurostimulator (ins) was only working 30%, although it was previously stated that it was working 35%. The patient mentioned that their leads were adjusted and that they worked with a manufacturer representative for months to get stimulation to go higher. It was reported that the patient¿s pain returned and they were in so much discomfort that they wanted to use the ins again. When checking the device, the patient noticed that the ins battery ran out, so they had to charge it in order to start using it again. The patient mentioned that they charged the device and realized that 30% of the ins helping their pain was better than nothing. The patient stated that when turning stimulation on to certain levels, they would get a twitching in their leg and the stimulation would send them ¿shooting in the air.¿ the patient also mentioned getting abdominal cramps and taking pain medication because the ins didn't work well at all. No further complications were reported or anticipated.